Event description:
During slap repair as the surgeon placed the bioraptor anchor he noticed it had split. This was prior to using a mallet. It appears that the broken anchor was removed. Pt had normal bone quality. A 3.0 mm drill was used and axial alignment was maintained during insertion.

Manufacturer narrative:
Eval of the anchor confirmed its condition; it has broken at the proximal and where it interfaces with the inserter. The break is more of a tear, it appears tht the inserter was twisted like a screw driver to insert the anchor.